Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Month and day unknown. Only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If not, were they discarded?.

Event description:
It was reported that during an esophagogastrectomy procedure, the device was fired twice. On the third firing knob broke off. A new device was opened. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any piece or pieces of the firing knob fall into the patient? No will all pieces be returned with the device? Unknown.